Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric bypass procedure, the staples did not close completely. It was not reported how the case was completed. There was no reported patient consequence.